Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Conclusion code applies to the 8637-40 pump. Conclusion code applies to the 8709sc catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump did not contain baclofen. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that a healthcare professional was performing a pocket revision. The reason for the pump revision was unknown. The company representative had no details on why the pocket revision was being performed. It is unknown if any symptoms or diagnostics occurred. The company representative wanted to be prepared in case the healthcare professional needed to revise the catheter. Additional information received indicated the pump was positioned perpendicularly, instead of parallel, to the patient's body. The physician re-positioned the pump to lie in a parallel position. While dissecting the pocket, the physician accidentally severed the catheter. The physician used a catheter connector to reattach the two pieces. There was no change to the catheter length. The procedure was successfully completed. The cause of the issue was unknown. The event date was later reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.